Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and suggested to investigate the rv lead further. Diagnostic imaging was performed and revealed no anomalies. During the revision procedure, it was observed the noise resulting in oversensing was due to insulation damage on the non-abbott left ventricular (lv) lead. The event was resolved by repairing the insulation damage on the lv lead. The patient was in stable condition.